Event description:
The patient was scheduled for pulmonary angiogram. During the first angiogram, the power injector syringe cracked during injection. The procedure was delayed and another syringe was loaded. Procedure proceeded without apparent incident. There have been at least 2 other similar events, however, none of these were reported to me till this week. All of these have involved the same manufacturer product number and the same lot number.